Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a tubing set that was connected to a patient would not infuse due to a bubble in the silicone segment. The tubing swelled to about 3/4 inch in the silicone segment section of the tubing and subsided after a week or so while in the facility's biomed department. There was no patient harm.

Manufacturer narrative:
The customer's report of a balloon in the silicone segment was confirmed. Visual inspection showed that the silicone segment tubing had a slight bulge/balloon just below the upper fitment. Functional testing resulted in the fluid flowing freely through the set with no issues. Additional testing by giving an IV push without clamping the tubing above the injection port replicated the ballooning. The root cause of the balloon/bulge in the silicone segment was identified as an IV push or flush being executed below the pump without first clamping the tubing above the injection port. This action can result in excessive pressure within the silicone segment.